Event description:
"We had a patient who had to be brought back to the or for drain removal in 2007. The drain broke off at the point where the opaque silicone meets the white silicone."

Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.